Manufacturer narrative:
The device has not been returned to the manufacturer.

Event description:
A medtronic representative reported an intermittent power issue with the system where the system monitor will go black. He said the power cable was brown on the plastic coating where cable connects to the cart. There was no patient present.